Event description:
It was reported that the physician handheld is freezing. Troubleshooting was performed by a company representative. A hard reset was performed, the battery and memory card were pulled and replaced but nothing resolved. A new programming table was requested and was provided to the physician. The handheld and flashcard are expected to be returned for analysis, but have not been received to date.